Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were implanted with their current implant for both bladder and bowel control. The patient reported they have had explosive bowel for 5 years and nothing was helping. The old implant only assist them with bladder control but never for bowel. The patient stated with new the implant had changed their life and it works. Agent document event not further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were implanted with their current implant for both bladder and bowel control. The patient reported they have had explosive bowel for 5 years since they had sepsis and nothing was helping. The old implant only assist them with bladder control but never for bowel. The patient stated with new the implant had changed their life and it works. Agent document event not further assistance.